Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retainer ring of insulin pump was missing. Customer's blood glucose level was unknown at the time of incident. It also stated that the insulin pump will need to be replaced. Customer will not return insulin pump for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched case, fading serial number label, cracked keypad overlay at select button, damage keypad overlay texture, and severely scratched lcd window.